Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that vessel dissection occurred. Vascular access was obtained via the femoral artery. The 90% stenosed, 37mm in length, de novo, concentric target lesion was located in the mildly tortuous, mildly calcified and 3.5mm in diameter left anterior descending artery. After a non bsc guide wire crossed the lesion, a 2.5x15mm maverick balloon catheter was used for predilation of the lesion then a 3.50x38mm promus element ¿ long stent was advanced to the lesion however significant resistance was encountered. The device was able to cross the lesion and the stent was deployed at high pressure. Post deployment, it was noted that there was a distal edge dissection. A 3x16mm promus element stent was then deployed distally to cover the dissection. Post dilation was performed and the procedure was completed. No further patient complications were reported and the patient's status was stable and was responding well to medications.